Event description:
It was reported that bmc transseptal sheath was selected for use. During procedure, it was mentioned that the tip of the sheath was peeling off. Thus, the device was replaced. The procedure was completed successfully. No patient complications have been reported. The device is not expected to be return as it was discarded in the facility. No further information was provided. It was further reported that the procedure was completed using a different or the same lot of products. There was no patient injury. The issue noted during preparation at outside patient.

Manufacturer narrative:
Due to additional information received, this supplemental reports is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Correction to the initial MDR in block(s) report source (other) (g2), in section g - all manufactures.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that bmc transseptal sheath was selected for use. During procedure, it was mentioned that the tip of the sheath was peeling off. Thus, the device was replaced. The procedure was completed successfully. No patient complications have been reported. The device is not expected to be return as it was discarded in the facility. No further information was provided.